Manufacturer narrative:
It was reported that during use, the sponge detached from stick and was found to have been left in the patient's vagina. The detached sponge was successfully retrieved from the patient's vagina without incident and no adverse patient impact occurred. Follow-up with the reporting facility was performed by the manufacturer. According to the reporting facility, the sponge detachment was determined to have been caused by incorrect use of the product by the staff member. No additional information was provided to the manufacturer. A sample was not available to be returned to the manufacturer for evaluation. A sample-related root cause was unable to be determined. Due to the reported need for medical intervention to retrieve the detached sponge from the patient's vagina, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the sponge detached from the stick during patient use.